Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 4. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to troubleshoot the alarm. The hp verified that there were no leaks on the bags, and that she was still connected. The spare line clamps were closed the tsr explained to report the alarm to the nurse the following morning. The hp to finish that night's therapy manually. During a follow up with the hp regarding the alarm, the hp was not sure why the alarm had occurred, however she reported that the issue was resolved. Per hp she had discussed the alarm with her nurse, and that she is doing fine and continuing therapy without issues. The hp confirmed that there were no loose connections, disconnections or defects noticed on the supplies. Per hp, she did not have any injury or harm as a result of this incident. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for the se 2240 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number was unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.